Event description:
It was reported to boston scientific corporation that during a therapeutic hydrothermal ablation (hta) procedure, the patient experienced a cervical burn. During the procedure, with 9 seconds left to the ablating phase, the patient moved up on the table, the sheath moved out of the cervix into the canal and the patient was observed to have received a cervical burn. The physician immediately treated the area with sylvadine cream. The case was completed with this device. Patient was followed up by the physician one time a week for four weeks, the patient is reported to be "fine". The physician reported the patient was under mac anesthesia (monitored anesthesia care) and was not deep enough, jumped from light sedation.

Manufacturer narrative:
A product analysis could not be performed because the product was not returned for evaluation; as it was disposed of at the user facility. A ship history was performed and resulted in two probable batches. A device history review (DHR) did not yield any manufacturing related cause for the reported incident. The event states that the patient movement resulted in a lost cervical seal. The dfu states that patient thermal injuries are a potential adverse event associated with hta procedure and stresses the importance of maintaining the cervical seal to prevent thermal injuries. Additionally, the dfu references the proper engagement of the tenaculum to the stabilizer which is designed to reduce the potential of sheath movement resulting a fluid escaping through the cervix. Based on gathered information, it can be considered that this event was an anticipated procedural complication.